Event description:
The pt was transferred from another facility. "Rust" colored blood was noted in the catheter and the iab was removed. The following was rpt'd to datascope on 10/3/97: the nurse observed blood in the balloon and iabp was discontinued and the catheter was removed without incident. The pt remained hemodynamically stable following balloon removal. Event complications: none from the event - rpt'd 9/5/97 and on 10/3/97. Pt current status: stable - rpt'd 9/5, 10/3/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.